Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented remotely via merlin. Net. Review of the transmission revealed, the pacemaker was in backup-vvi mode. A device download was successfully performed and the cyber security upgrade was also completed. The patient was in stable condition.